Event description:
It was reported that a spectrum pump failed flow test. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported fail flow rate test twice was not reproduced due to system error 322. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the system error 322 was determined to be lower link switch faulty. Lower aux requires replacement to address this issue. The device was repaired and tested for flow accuracy calibration prior to release to ensure the device passed all specifications. Should additional relevant information become available, a supplemental report will be submitted.